Manufacturer narrative:
D4 UDI: (B)(6) testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 204106 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 204106, test base part number 195-430h/ lot 199051. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 204106 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however it could have possibly been related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. H3 other text : single use; device discarded.

Event description:
The consumer reported a false positive using the binaxnow covid-19 ag self test performed on (B)(6)2023 on a nasal sample. Repeat testing was performed on the same day generating three (3) negative results. The consumer reported continuing to test "several days" after (B)(6)2023 with the binaxnow covid-19 self-test and other (unknown) brand tests, all with negative results. No additional information, including patient outcome or treatment, was provided.

Event description:
The consumer reported a false positive using the binaxnow covid-19 ag self test performed on(B)(6)2023 on a nasal sample. Repeat testing was performed on the same day generating three (3) negative results. The consumer reported continuing to test "several days" after (B)(6)2023 with the binaxnow covid-19 self-test and other (unknown) brand tests, all with negative results. No additional information, including patient outcome or treatment, was provided.

Manufacturer narrative:
FDA UDI: (B)(4) the remainder of the investigation remains in progress. A supplemental report will be provided after completion.b5 d4 - lot and expiration date h6 - medical device problem code h10 h3 other text : single use; device discarded.

Manufacturer narrative:
First test lot information: d4 lot: 227752 d4 expiration: 01sep2024 d4 UDI: (B)(4) h4 manufacture date: 02oct2023 second test lot information d4 lot: 204106 d4 expiration: 22sep2024 d4 UDI: (B)(4) the remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : other - device not returned; single use device.

Event description:
The consumer reported conflicting results using binaxnow covid-19 ag self test performed on (B)(6) 2023 with an unknown sample. The consumer reported getting a positive result (B)(6) 2023. Additional testing was performed on the same day generating three (3) negative results. No additional information, including patient outcome or treatment, was provided.

Manufacturer narrative:
Additional information: a2, a3, a4, a5, a6 the consumer was unable to indicate both the quantity of tests from each lot used and the result(s) generated using each lot. Lot #1 information: d4 lot: 227752 d4 expiration: 01sep2024 d4 UDI: (B)(4) h4 manufacture date: (B)(6) 2023 lot #2 information: d4 lot: 204106 d4 expiration: 22feb2024 d4 UDI: (B)(4) the remainder of the investigation remains in progress. A supplemental report will be provided after completion.a1, b5, h5, h10 h3 other text : other - device not returned; single use device.

Event description:
The consumer reported conflicting results using the binaxnow covid-19 ag self test performed on (B)(6) 2023 using two different lots with a nasal sample. The consumer reported getting a positive result (B)(6) 2023. Repeat testing was performed on the same day generating three (3) negative results. No additional information, including patient outcome or treatment, was provided.